Manufacturer narrative:
The correct information has been included with this report. (B)(4).

Event description:
It was reported that the blood glucose level of the customer was in the range of 300 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 3 mmol/l. Customer reported that she getting message to check blood glucose. The insulin pump will not be returned for analysis.